Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set exhibited a bent cannula. The patient experienced hyperglycemia with blood glucose levels exceeding 500 mg/dl for approximately 4 to 5 hours. The infusion set was replaced and the glucose level decreased back to normal.